Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii.

Event description:
Patient's representative reported that a patient experienced "formation of lymph nodes." Explant surgery occurred for a previously reported ¿capsular contracture¿, baker grade iii. It was reported that the patient ¿could not talk or swallow food for a long time¿.